Event description:
Arthrocentesis: a total of 255 pts with knee osteoarthritis were randomized to "appropriate care with hylan g-f 20" 04 "approxpriate care without hylan g-f 20." There was 5 of 48 pts within the repeat-course subgroup who had an arthrocentesis with or without steroids within 48 hours of one of the injections compared to none of the 78 pts within the single-course subgroup. At the time of this report, no further information was available. Additional information was received in about two weeks later from the primary author or the literature article. The adverse events from the trail mentioned in this literature article were previously reported to the MFR during the course of the trail. Qa investigation results: review of data did not indicate trends that could be associated to any product complaint. Please refer to MFR's control numbers synv-14849, synv-14850, synv-14851, synv-14852 for other adverse events from this reporter.